Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code and lot #? The hospital did not keep a note of the lot number or code and there is nothing to return. Procedure name? Was the tip of the needle retrieved from the patient? The needle tip remains in the patient if yes, how? If not, does the piece of needle still remain in patient body? And where? The needle tip remains in the patient. Any plans to remove needle from patient body with medical/surgical intervention? To my knowledge there are no plans to look for it further or do any other intervention. Any patient consequences/ae outcome as a result of the event report? I have not been advised as to any patient consequences as a result of reporting this incident. Patient current condition?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the tip of the suture broke off ,into the patient. The needle tip remains in the patient and there are no plans to look for it further or do any other intervention. There were no adverse patient consequences reported. No additional information was provided.